Manufacturer narrative:
(B)(4). Correction: this complaint was not confirmed and the root cause was not determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
A baxter representative reported to baxter (B)(4) a connection issue with a titanium adaptor. It was reported that the catheter connector of the minicap transfer set could not be connected with the titanium adaptor when the nurse opened the packing. There was no patient involvement, no patient injury and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed if additional information is received.